Event description:
It was reported by service report that the bed brakes were not holding properly when engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake scorpion kits. Part has been ordered by field tech to resolved the issue.